Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels in the 400-500 mg/dl range with small-moderate ketone levels. Insulin pens and boluses via the pump were used to address the high bg levels. The customer had also been experiencing constant stomach-aches. The customer reverted to using insulin pens to manage diabetes. The customer did not know what caused the high bg levels and voluntarily was admitted to the hospital on (B)(6) 2016 to try to find the cause. The customer was given a new long lasting insulin and was discharged on (B)(6) 2016.